Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: incorrect product code: b5, d1, d2a, b, d3, d4, g4-510(k): the product code has been corrected to 228146. Therefore, the product information has been updated. D4, h4, UDI: the lot number is currently unavailable; therefore, the expiration date and device manufacture date are unknown, and the UDI is incomplete.

Event description:
It was reported that during an anterior release and capsular reconstruction surgery for a shoulder rotator cuff tear, when the vapr coolpulse90 electrode device was opened for use, a burn mark was discovered on the tip, leading to the discontinuation of its use. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in used condition, its tip shows burn marks. Also, the distal part of the sleeve is damaged. The device was sent to the supplier for further evaluation. The supplier performed an evaluation with the following results: tip components condition: good condition, very little use. Some reside around the active tip. The heatshrink sleeve is damaged at the distal end of the tip which show sign of heat and mechanical damage. Device passed all electrical checks. However, it failed functional flow rate test before and after activation. The burnt marks are a residue which cannot be identified without further investigation. It is assumed the customer comment is related to this residue rather than actual burn marks. Therefore, the complaint is substantiated. Further investigation was performed. A visual inspection shows procedural debris residues around the tip of the ts90 electrode which could explain the customer report of there was a like burnt mark on the tip. The device heat shrink has also been damaged at the distal edge indicating excessive force has been used during the procedure. The complaint device passed electrical testing but was found to fail flow rate test specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during additional unblocking techniques. The complaint device passed electrical testing but was found to fail flow rate test specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during additional unblocking techniques. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified the risk within for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irritant flow, risk matrix line 1000 applies. Resulting in reduced visibility and increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as low as reasonably achievable (alra). Based on the outcome of the investigation findings and a review of the product ra no correction or containment actions have been implemented. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. Based on the investigation findings and due to the condition in which the device was received, the out of the box failure cannot be substantiated. However, the potential cause can be traced to procedural variables such has handling of the device or product interaction during procedure; procedural debris and mechanical damage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an anterior release and capsular reconstruction surgery for a shoulder rotator cuff tear, when the vapr tripolar 90 suction elect device was opened for use, a burn mark was discovered on the tip, leading to the discontinuation of its use. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.